Manufacturer narrative:
Final device analysis results revealed that both b+ battery bond wires are broken. Product inspection shows the power on reset (por) occurred when pressure was applied to the case. Results of destructive analysis revealed broken bond wires connecting the battery to the hybrid circuit. The epoxy bond is broken between the hybrid and both battery terminals. Product service life at explant was 47.8 months. Investigation summary shows the product eval of the ins found the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device. Analysis results confirm the reason for device return.

Event description:
The ins device was returned for analysis stating sudden interruption of stimulation therapy and an inability of the device to retain program settings. The MFR's rep reported that at follow-up, the unit could not be interrogated using telemetry; the device had returned to factory presets (power on reset). The pt provided that his programmer had shown an ipg battery warning. The unit was replaced in 2007 with no pt complication reported.